Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9, g3, h2, h6, and h11. The following reportable malfunctions were identified during the device evaluation: the cable was leaking. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. The event can be prevented by following the instructions for use which states: - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had error e226. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure of communication error was confirmed. Based on the investigation's results, it is likely that the following led to the malfunction: the cable unit was depressed. The most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had error e226. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had error e226. The issue occurred during an unspecified procedure. There were no reports of patient harm.